Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, leads, splitter, clik anchor and fixate were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50 cm model #: sc-3400-30 serial #:(B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 16357451 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was no longer working. It was noted that the patient had a dental work done and thinks they accidentally depleted the ipg. The physician confirmed electrocautery was used. The patient will undergo a revision procedure wherein the ipg will be replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Date of event : 2016.

Event description:
A report was received that the patients ipg was no longer working. It was noted that the patient had a dental work done and thinks they accidentally depleted the ipg. The physician confirmed electrocautery was used. The patient will undergo a revision procedure wherein the ipg will be replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).